Event description:
Additional information received noted that the pacemaker was explanted due premature battery depletion.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. As received, a device was returned above elective replacement indicator for analysis. Longevity assessment and device imaging did not identify any anomalies.

Event description:
It was reported that the pacemaker was explanted on (B)(6) 2023 due to an unknown malfunction. The patient was in stable condition.